Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the failure of the front panel has been confirmed. Therefore, it was determined that the lamp lighting did not function properly, likely due to a failure of the front panel causing the phenomenon ¿green yellow lamp does not light¿ to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed of a report that the front panel of the olympus, model clv-s190, visera elite xenon light source failed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a front panel unit failure. In addition, it was noted that the light guide connector was worn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.